Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03021 & 03022). Product location unknown.

Event description:
Patient was revised approximately 17 months post-implantation due to unknown reasons; the tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch, and to relay corrected information. Concomitant products - femur - catalogue: 183108 lot 518530, tibial tray - catalogue: 141213 lot 621450, patella - catalogue: 11-150842 lot 468530, stem - catalogue: 141318 lot 628250. This device is used for treatment. Review of device history records found these units were released to distribution with no deviations or anomalies. A root cause could not be determined.